Event description:
Device malfunction: none. Time of symptoms: after procedure. Symptoms: stroke, asphasia (expressive). Abbott vascular solutions (guidant) medical advisor evaluated the patient outcome and determined that this was a minor stroke, ischemic, ipsilateral. It was reported that after a stenting procedure involving 2 devices, in a severe stenosis of the lcc and lic arteries, the patient experienced difficulty ¿finding words¿ and mild asphasia (expressive). There was no reported action or treatment taken, and the stop date was in 2005. It was noted that the condition was not pre-existing, and it is unk if it was device related. No add¿l info is available.

Manufacturer narrative:
(B)(4). During processing of this complaint, quality assurance attempted to obtain complete event info, including patient info and patient status, from the hospital, field contact or distributor. The second rx acculink carotid stent system, part #1011340-30, lot# unk, and is being filed under the same MFR report number.